Event description:
It was reported that the patient had heard the alarm (alarm date for refill) with their previous pump(s). The pump system was delivering morphine and baclofen. Additional information received reported that the patient knew what the alarm sounded (alarm date for refill) like because they had heard it one time many years ago. It was noted that the patient has had the pump for ¿14 years and just got it replaced 2-4 months ago.¿ it was noted that the reason the patient had the pump changed was because the alarm wasn¿t ¿beeping and is a defective pump.¿ it was further stated that the patient was just in an accident and had a concussion and wasn¿t ¿remembering things that well.¿ patient was in the ¿middle of a concussion¿ from an accident that occurred in (B)(6) 2014. It was noted that the patient had an appointment with the physician for the next refill date around the (B)(6) 2014 (patient did not have the exact date). It was clarified that the patient had a total of four pumps. It was noted that the patient did not want further assistance.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).